Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump, but connection did not resume. Additionally, it was reported that the transmitter and the pump were more than 20 feet apart. Reportedly, the transmitter was brought within 20 feet of the pump and the transmitter successfully regained connection. No additional patient or event information was available.